Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a cartridge did not fit onto the pump. A new cartridge was successfully loaded onto the pump. Blood glucose level was 137 mg/dl.